Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 600 mg/dl. The customer was treated with the insulin pump. The insulin pump was damaged where the belt clip locks on near the battery chamber and the reservoir chamber. The infusion set was bent. The troubleshooting was declined for high blood glucose. The insulin pump and reservoir will not be and infusion set will be returned for analysis.